Manufacturer narrative:
The baxter technician found the¿power cord needed to be replaced. The monarch® airway clearance system instructions for use (IFU) instruct the user to obey the following warnings to help prevent injury and/or equipment damage: inspect the garment and accessories before each use. In addition, after each cleaning cycle, visually inspect each component for any wear, tear, or deformity. If you have any concern about a component, do not use it, and replace that component before the next therapy session. The IFU also warns the user that: if this product has a damaged power cord or plug, or the product does not operate correctly, do not use it. For examination and repair, contact hillrom. The monarch® airway clearance system by design meets ansi/aami (B)(4) + amd (2012) can/csa-c22.2 no. (B)(4) + (2016). This device is also ul certified to the following standard ¿medical¿general medical equipment as to electrical shock, fire, and mechanical hazards only in accordance with control no. (B)(4)¿. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).